Manufacturer narrative:
E1: patient city: (B)(6).patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, the patient faced that the infusion set cannula was bent cannula with in first day at arm buttocks. The infusion set was used for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.